Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. It was noted that the label on the front of the cycler was missing. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre- accelerated stress test (ast) simulated treatment was initiated and failed due to a patient pressure not constant alarm. Upon further inspection it was identified that there was a short on a component of the input/output (I/o) board which caused the patient sensors not to function. A known good I/o board was installed and the simulated treatment was repeated and completed without failures. The cycler underwent and passed a touch screen test, system air leak test, teach pump test, functional/display test, and a patient sensor functionality check. The cycler tested positive for glucose. There were no discrepancies encountered with the mushroom heads. An internal visual inspection of the cycler found dried fluid underneath the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of component on the I/o board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is emitting a burning smell during use. The patient stated that when the cycler was powered off the smell went away. The patient also stated the label with the software version is removed from the front of the cycler. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. It was reported that an alternate treatment plan was available. Upon follow up with the patient it was reported that treatment was not completed on the date of the event. There was no patient harm or adverse event, and no medical intervention was required. The reported cycler was scheduled to be picked up and returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the input/output (I/o) board was identified.